Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There were no reports of hardware, system flags or assay issues received in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The (B)(4) received one (1) sample for investigation. The patient's sample was analyzed utilizing the access toxo igg assay on the access 2 immunoassay system (serial number (B)(4)). The (B)(4) obtained twenty (20) non-reactive results with reagent lot 592855 (reagent lot used by customer) and twenty (20) non-reactive results with reagent lot 592856. Therefore, the (B)(4) did not reproduce customer's results. In conclusion, the cause of the reproducible elevated access toxo igg results obtained by the customer cannot be determined with the available information.

Event description:
As reported by the user facility: event description: customer reports under infusion. No patient injury reported.